Event description:
It was reported by service report that the customer requested the cpu be replaced although the service tech could not confirm the problem. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Service tech could not confirm the issue but the cpu board was replaced per customer request.